Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced an application crash during a surgical procedure where the physician was using an electrosurgical tool. It was further noted that the application returned to the home screen, which required re-connection to the base and patient connector in order to continue operation. The programmer remains in use. No patient complications have been reported asa result of this event.